Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed. Lead was capped and replaced. A new lead was implanted and high impedance was still found. Device was explanted and replaced. All measurements were normal.